Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump arrow up key sticks/ did not work. The event occurred during programming/setup in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem "arrow up key sticks/not working" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was failed keypad. The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.